Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a "fuzzy feeling in head" a remote transmission was sent and it was found that there was t-wave oversensing (twos) on the current electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.